Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to low pacing/sensing impedance and high capture threshold. Lead was unable to convert the patient out of ventricular tachycardia (vt). A new lead was successfully implanted. No additional adverse patient effects were reported.